Event description:
It was reported that the patient presented for remote follow-up via merlin. Net with episodes of inappropriate anti-tachycardia pacing therapy delivered by the right ventricular lead. The patient subsequently presented in-clinic where over-sensed noise was reproducible with isometric exercise. Tachycardia therapy was disabled via programming, as the patient was low-risk and in stable condition.